Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that this was an unknown surgery performed on (B)(6) 2026. Each balloon on both sides was inflated with 4.0 ml of contrast agent. After confirming the frontal view using fluoroscopy, cement polymerization was initiated. At that time, the pressure of both sides balloon was proper, and it was confirmed that the balloon was inflated firmly under fluoroscopy. The doctor who was rechecking the fluoroscopy during cement polymerization said it was possible that the balloon damaged. And fluoroscopy was checked, outline of left balloon was ambiguous, the pressure gauge showed 0. It was confirmed that the left balloon was damaged. Since the balloon was able to inflate to target value, the balloon was deflated and removed. It was during cement polymerization, so it was only confirmed by appearance observation and there was no big damage. And inside the vertebral body was cleaned. The surgery was proceeded by the surgeon¿s decision after checking that the shadow of contrast agent was faded. The surgery was completed successfully without any surgical delay. After the surgery, the broken balloon was checked and it could inflate to 2.0ml as usual and inflation continued, the balloon maintaining the expanded state and the contrast agent leakage from pin hall was confirmed. No further information is available.